Event description:
Patient developed peri-prosthetic seroma secondary to development of intra-capsular squamous cell carcinoma. Surgery performed by another surgeon. Patient underwent brest augmentation in 1991 with a smooth silicone breast implant, sub-muscular. She developed a rupture on the right side, and subsequently underwent removal and replacement in 2006 with mentor textured silicone implants, with a change to a sub-glandular position. She later developed a right unilateral seroma and explantation with total left capsulectomy and sub-total right capsulectomy. Pathology on the right capsule was consistent with squamous cell carcinoma. She then developed recurrent seroma on the right side in (B)(6) 2021, underwent repeat aspiration which was negative, and then core needle biopsy which was positive, which has not been treated at the time of this report. FDA safety report ID# (B)(4).